Event description:
Began using dexcom g6 about 6 months ago. Rate of premature sensor failure has been about 50%, including the last 7 sensors in a row. Design life 10 days, failures have occurred days 3-8. Final 24 hours, after 1st intermittent signal losses, readings have been wildly inaccurate. Repeated "urgent low" alarms, when glucose tested by finger stick is normal, up to 100 points higher tested by reliable finger stick. This device is both unreliable and inaccurate. I was an rn for 35 years, a type 1 diabetic for 68 years. Have considerable experience with medical equipment/devices. Reference reports: mw5147881, mw5147882, mw5147883, mw5147884, mw5147885, mw5147886.